Manufacturer narrative:
A lumenis service engineer visited the site thirteen (13) days after the reported event and examined the laser system. The engineer confirmed error 188 which indicates a cooling error. The engineer found the cooling fuse circuit breaker had tripped on the transformer, and he reset the breaker. The engineer then ran the system at different energy settings to ramp up cooling and fired the laser with increased cooling ; no issues were observed. The engineer then checked the water level, energy and alignment, and had determined that the laser meets lumenis specs; the system was returned to the facility safe and ready for use. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications the system was manufactured on 08/18/2016 and installed at the customers site on 09/16/2016. A review of system risk files ((B)(4)) revealed risk #2.4.2 "system failure" which have the potential to lead to prolonged procedure -or- ineffective treatment which may require re-operation. The risk has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within a full risk assessment. In this case, an alternate laser was brought in to complete the case with no complications to the patient. Although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate device as intervention to prevent permanent damage. In an abundance of caution, lumenis is reporting this malfunction.

Event description:
A user facility reported that during a procedure in which a lumenis pulse 120h laser was being utilized, the display presented errors 188, 58, & 162, and the laser could no longer be used. The remainder of the procedure was completed by use of an alternate pulse 120h laser. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition